Event description:
It was reported that there was high impedance greater than 2000 ohms, noise, oversensing, and that the patient was experiencing exit block. The lead was replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.